Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by restarting the pyxis, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es licu2 main drawer 2.1 pocket e6 failed during storage space recovery. When the user attempted recovery, the system tried to eject the cubie only and does not provide any option to proceed with recovery. Additionally, the cubie lid does not open, and the cubie does not eject. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.